Manufacturer narrative:
Unk event. Flow meter named as precision medical, no other info is given. Called user facility 10/19/07, no returned call as of 10/24/07. Precision medical does not MFR CPAP machines.